Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an infusion set site falling off leading to an elevated blood glucose (bg) level (472 mg/dl) and diabetic ketoacidosis (dka). Customer was unaware the infusion set site fell off and was hospitalized. Intravenous (IV) fluids and insulin drips were administered to address bg level. Reportedly, the customer was released from the hospital on (B)(6) 2016. The customer could not provide infusion set information.